Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and cellulitis at abutment site; subsequently the patient was placed under general anaesthetic to replace abutment (date not reported).